Event description:
Implant failed before prosthetic restoration. Stability was achieved and osseointegration was partly achieved. Buccal plate loss occurred due to infection. Bone quality was type ii.

Manufacturer narrative:
Evaluation of the implant determined that all the product's design specifications were met. Visual examination yielded no unusual or specific flaws to the implant design. The reported event has been determined to be a pre loading implant failure. This implant loss suggests that the source of the problem was likely to stem from an infection from complications occurring during the initial healing period.